Manufacturer narrative:
Complaint sample was returned incomplete as the power adaptor end was broken off and not returned. The reported event was confirmed. The sample experienced an overload condition. A significant amount of wear is visible indicating extensive use. It is unknown how many cycles the product has enduring during its time in the field. The device history record was reviewed and no discrepancies were found. No further investigation is required. (B)(4)

Event description:
It was reported during an unknown patient procedure that the reamer handle broke. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
It has been communicated by the customer that the device will be returned to greatbatch medical for evaluation. Once greatbatch medical receives the device an investigation will be performed and a supplemental medwatch 3500a form will be submitted. Complaint information was provided by zimmer.